Event description:
Patient fell and fractured hip stem, 44 months after primary total hip arthroplasty. At revision surgery in 2006, modular neck was fractured at the lateral peg, where the neck joins the femoral stem.

Manufacturer narrative:
Other devices used: catalog numbers 121456 6x14.5 apex modular stem, 332800 alumina 28mm medium head. Device history records for the modular stem and neck are intact and conforming and indicate manufacture to specification.